Event description:
During evaluation of a returned homechoice device, a high drain error 112 (night drain #12) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 08:52:16. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.